Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('belly ache'), genital haemorrhage ('haemorrhage') and disability ('disability in everyday life +') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), hypotension ("hypotension"), migraine ("migraines"), alopecia ("hair loss"), visual impairment ("vision disorder") and dyspnoea ("breathlessness"). On an unknown date, the patient experienced disability (seriousness criterion disability) and depression ("depression") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, genital haemorrhage, disability, allergy to metals, adenomyosis, fatigue, myalgia, arthralgia, hypotension, migraine, alopecia, visual impairment, dyspnoea, weight increased and depression outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, arthralgia, depression, disability, dyspnoea, fatigue, genital haemorrhage, hypotension, migraine, myalgia, visual impairment and weight increased to be related to essure. The reporter commented: since essure placement in 2008, my health worsened. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 01-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('belly ache'), genital haemorrhage ('haemorrhage') and disability ('disability in everyday life +') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), hypotension ("hypotension"), migraine ("migraines"), alopecia ("hair loss"), visual impairment ("vision disorder") and dyspnoea ("breathlessness"). On an unknown date, the patient experienced disability (seriousness criterion disability) and depression ("depression") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, genital haemorrhage, disability, allergy to metals, adenomyosis, fatigue, myalgia, arthralgia, hypotension, migraine, alopecia, visual impairment, dyspnoea, weight increased and depression outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, arthralgia, depression, disability, dyspnoea, fatigue, genital haemorrhage, hypotension, migraine, myalgia, visual impairment and weight increased to be related to essure. The reporter commented: since essure placement in 2008, my health worsened. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1153 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-dec-2020: patient year of birth added; essure insertion date updated; events "weight gain", "depression", "disability in everyday life +" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.